Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with pulmonary embolism was implanted with an impella cp device for mechanical circulatory support. During removal of the wire and pump, the 23 french sheath was damaged and unable to maintain hemostasis. The wire and pump were removed, and hemostasis was obtained via manual pressure. It was determined that this was caused by the wire doubling over as it entered the sheath creating damage to the peel way sheath. No patient harm was reported.